Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version 686j030006. The history files were read out and analyzed. The customer specified (B)(6) 2026 as the date of the incident. (B)(6) 2026 a space line neutrapur was selected at 9:32 and the infusion started after standby mode with a rate of 600 ml/h at 13:10. The vtbi was set to 560ml. From 13:11 to 13:31 the device was switched in the standby mode again. At 14:26, the therapy was terminated after vtbi near end alarm by user. A total of 549,55ml was infused. No other anomalies could be detected. The sample was subjected to a visual and functional examination. Visual inspection: the cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device showed age related signs of wear and tear, but no visible damage could be located. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. During the functional test, a fault was detected in the pump's can bus. This fault does not affect any flow rate deviation. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +1,93 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. No visible damage was found, only traces of liquid were detected inside. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. Additional information: due to the identified defect in the can bus, a replacement of the motherboard is necessary. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the complainant the delivery of the drug is incorrect and resulted in an under infusion.